Manufacturer narrative:
Concomitant products: product ID: a810, serial#: unknown, product type: software . Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid at an unknown concentration and dose and bupivacaine at an unknown concentration and dose via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the pump was replaced on (B)(6) 2021 due to a missed end of service (eos) on (B)(6) 2021. Due to the pump going into eos, the patient was not feeling well. The patient stated he had heard the non-critical alarm sound twice in his home. Pump interrogation showed there were no events in the pump logs related to the sound heard, so it was likely a sound in the patient environment. Additional information was received by a company representative (rep) reporting that the cause of the missed eos date was due to the patient missing their follow-up visits and not returning phone calls from the provider's office. It was noted that the patient had been advised to working on lowering their a1c in preparation for the replacement prior to the missed eos date. The issue has been resolved.